Manufacturer narrative:
(B)(4). Initiating therapy before connecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient initiated therapy before connecting to the set-up. The technical service representative reviewed proper procedures with the patient and advised that they start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.